Manufacturer narrative:
The sapien 3 thv was returned to edwards lifesciences for evaluation. The certitude delivery system and sheath were not returned. Visual inspection observed that the valve was returned in a fully crimped condition, but heavily compressed, most likely due to explantation with clamps. Multiple struts were exposed through the skirt, likely due to the frame compression as a result of device explantation. The valve was balloon expanded and the exposed struts were confirmed. All leaflets were dehydrated and wrinkled. The valve¿s frame was x-rayed and no cracks were observed. No other abnormalities were observed. Due to the condition of the returned valve (heavily compressed), no functional or dimensional testing was performed. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the valve was the source of the complaint. No IFU/training deficiencies were identified. The complaint of ¿valve ¿ dislodged from balloon¿ was confirmed based on visual inspection of the returned device. As reported, ¿they experienced difficulty crossing native annulus due to the wire went through the chordae/papillary muscle. The device got stuck and kinked and could not pass. During the manipulation in order to get the device out, the valve slipped off the balloon and was in the ventricle.¿ as such, it is possible that the valve could have been caught in the chordae, and slipped off as a result of device manipulation during system removal. Additionally, the edwards certitude delivery system is not designed to retrieve an undeployed thv (still crimped on delivery system) through the sheath. Attempts to perform retrieval under such conditions presents the risk of catching the valve on the distal tip of the sheath and dislodging the valve distally from the balloon. As such, the complaint can be attributed to procedural factors. Since no manufacturing non-conformances or IFU/training deficiencies were identified, a corrective/preventative action is not required. Additionally, since no product non-conformance was identified, and the reported failure mode does not exceed the complaint trending control limits, product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. Also, increased resistance during tracking of the delivery system may indicate mitral valve apparatus entanglement. If resistance is felt, the delivery system should be removed and the lv re-wired. Edward certitude delivery system is not designed to retrieve undeployed thv (still crimped on delivery system) through sheath. Attempt to perform retrieval under such condition posts the risk of catching the valve at the distal tip of the sheath and dislodge the valve distally from the balloon. In this case, there is no evidence that suggests the delivery system malfunctioned and the cause of the crimped valve dislodged from the balloon was due to procedural factors (unconfirmed wire placement, device manipulation, and attempt to withdraw crimped valve through sheath). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a 23mm sapien 3 case by ta approach in aortic position the guidewire was inserted and crossed the aortic valve. The certitude delivery system with crimped valve was pushed through the sheath. The valve exited the sheath but after a few centimeters, it ¿got stuck and the delivery system kinked¿. The delivery system was pulled back slightly and pushed forward again with some more force, but again it ¿got stuck and kinked¿. It was noticed that he wire went through the chordae/papillary muscle and therefore the delivery system could did not pass. It was decided to remove the devices, however, during the manipulation in order to get the device out, the crimped valve slipped off the balloon and was in the ventricle. It was managed to remove the valve from the ventricle with 2 clamps through the apex. While removing the valve, the patient became unstable and was connected to cbp. A new 23mm ta kit was prepared, the guidewire was placed correctly and the valve was successfully implanted under cbp. No pvl and patient could be weaned off cbp. The patient left the or in a stable condition.